Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, unable to latch) has been confirmed. Upon investigation, the electrode belt's trunk cable connector was physically damaged. The root cause of the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) had a damaged connector and was unable to stay latched to a monitor.